Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that rust was found on the needle of the bd intima ii¿ IV catheter prn adapter during use. The following information was provided by the initial reporter, translated from chinese: "the patient needed infusion due to his condition, and the doctor asked to open the second intravenous infusion channel. During the needle insertion process, the needle insertion was not smooth. When the needle was withdrawn, it was found that the needle was rusted. In order to prevent the patient from adverse reactions, the indwelling needle was removed. Replace the indwelling needle for re-puncture."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number #1051537. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that rust was found on the needle of the bd intima ii¿ IV catheter prn adapter during use. The following information was provided by the initial reporter, translated from chinese: "the patient needed infusion due to his condition, and the doctor asked to open the second intravenous infusion channel. During the needle insertion process, the needle insertion was not smooth. When the needle was withdrawn, it was found that the needle was rusted. In order to prevent the patient from adverse reactions, the indwelling needle was removed. Replace the indwelling needle for re-puncture."